Event description:
It was reported that patient underwent total hip arthroplasty (B)(6), 2010. Subsequently, patient was revised (B)(6), 2011 due to pain.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effects: #14) postoperative bone fracture and pain. The user facility was notified of the event on (B)(6), 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.